Event description:
Reporter indicated a vns therapy underwent generator replacement surgery. When the new generator was replaced, diagnostic testing revealed high lead impedance. Pre-operative diagnostics were not performed as the surgeon thought it was just a routine battery replacement. The patient underwent an additional surgery, and intra-operative troubleshooting did not resolve the high impedance. The surgeon visualized a "kink" in the lead and decided to replace the lead. Post-operative diagnostics were within normal limits. No patient manipulation or trauma was reported. Good faith attempts to obtain the explanted product for analysis have been unsuccessful to date.